Event description:
The pt reported, he has experienced occlusion messages on his insulin infusion device (competitor product) while using several of the infusion headsets out of this box. The pt stated the cannula was bent on a couple of the headsets. During troubleshooting with a co rep, site mgmt and avoidance of scar tissue was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.